Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis. The unit returned has tip bent, as part of overall visual revision. It was possible to observed kink in the distal section and along the body. It was observed that the burr of the rotablator is detached on the wire and it moves along the wire. The wire came separated from the rotalink plus device. Dimensional inspection of the overall length, outer diameter (od) of distal tip, od of middle of the device and od of proximal section were performed and were within specifications.

Event description:
It was reported that the tip of the wire detached. The target lesion was located in the mid right coronary artery (rca). A 1.50mm rotalink plus and a rotawire and wireclip torquer were selected for use. During the procedure, the target lesion was ablated 3 or 4 times with rpm of 200,000 each for around 15 seconds. Ablation was performed by the rotational burr being moved forward and backward all the time without staying in one place. The rotation speed decreased about 5,000 rpm with each ablation. However, it was noted that the rotaburr became stuck in the curve of the mid rca due to the tortuosity and circumferential calcification of the lesion. The stuck burr was released by pulling and pushing it along with slow rotation. During the removal process of the burr, the tip of the rotawire became separated. The physician believed that the wire fractured due to the rotalink being rotated while being pulled to release the stuck burr. The fractured section of the rotawire was removed by using a snare. There were no device fragments left inside the patient's body. The procedure was completed with another of the same rotalink and rotawire. No patient complications were reported and patient condition after the procedure was good. It was further reported that the rotawire was not fractured. The detached device was the rotational burr of the rotalink. The device was removed from the patient.

Event description:
It was reported that the tip of the wire detached. The target lesion was located in the mid right coronary artery (rca). A 1.50mm rotalink plus and a rotawire and wireclip torquer were selected for use. During the procedure, the target lesion was ablated 3 or 4 times with rpm of 200,000 each for around 15 seconds. Ablation was performed by the rotational burr being moved forward and backward all the time without staying in one place. The rotation speed decreased about 5,000 rpm with each ablation. However, it was noted that the rotaburr became stuck in the curve of the mid rca due to the tortuosity and circumferential calcification of the lesion. The stuck burr was released by pulling and pushing it along with slow rotation. During the removal process of the burr, the tip of the rotawire became separated. The physician believed that the wire fractured due to the rotalink being rotated while being pulled to release the stuck burr. The fractured section of the rotawire was removed by using a snare. There were no device fragments left inside the patient's body. The procedure was completed with another of the same rotalink and rotawire. No patient complications were reported and patient condition after the procedure was good.